Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 2001, (B)(6) 2003.), pelvic pain, hypothyroidism, pulmonary embolism, uti, fever, right lower quadrant pain, anorexia, epigastric pain, ovarian cyst, ovarian pain, appendicitis, cholecystitis, diverticulitis, gastroenteritis, ovarian torsion, pancreatitis, urinary tract infection, clotting disorder, back pain, uterine fibroid, dysuria, suprapubic pain, vaginal pain, uterine bleeding, heartburn, cold intolerance, depression, brittle hair, brittle nails, palpitations, endometriosis and removal of kidney stone. Previously administered products included for an unreported indication: yaz, yasmin, minastrin, nuvaring and gianvi. Concurrent conditions included bruising, difficulty breathing, shortness of breath, chest pain, perineal pain and tachycardia. Family history included cancer of ovary, uterine cancer (mother: uterine cancer), kidney stone (father: kidney stone), fibroids and breast cancer. Concomitant products included spironolactone, tramadol and warfarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), headache ("headaches"), night sweats ("hormonal changes describe: night sweats, hair changes"), hair disorder ("hormonal changes describe: night sweats, hair changes"), mood swings ("mood swings"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), beta haemolytic streptococcal infection ("infection(bladder\urinary tract\vaginal) type strep-b") and abdominal pain upper ("lower abdomen pain, mainly right side"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, headache, night sweats, hair disorder, mood swings, weight fluctuation, fatigue, nausea, migraine, beta haemolytic streptococcal infection and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, abdominal pain upper, beta haemolytic streptococcal infection, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, hair disorder, headache, menorrhagia, migraine, mood swings, nausea, night sweats, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: there was 1 coil present outside the tubal ostium on the right and the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: impression: normal appendix. There is free fluid in the pelvis with a probably right adnexal cyst. Recommend correlation with phase of menstrual cycle.; on (B)(6) 2010: impression: normal appendix. Probable 1.3 cm right ovarian cyst and small amount of pelvic fluid possibly secondary to a ruptured cyst. Pelvic varices which could indicate pelvic congestion syndrome. Right nephrolithiasis. Ultrasound pelvis - on (B)(6) 2008: impression: a pregnancy of approximately 7 weeks. Estimated date of delivery is (B)(6) 2008. This report was called to the primary physician.; on (B)(6) 2014: result: was notable only for a small 1 x 0.7 cm fibroid (normal small uterus, thin ems 2.5 mm, normal ovaries). Ultrasound scan vagina - on (B)(6) 2007: impression: there is a 9 mm gestational sac or pseudo gestational sac in the endometrial cavity. No yolk sac or fetal pole was identified. There is questionable heterogeneous soft tissue adjacent to the right ovary which could represent a mass measuring 3 x 3.6 x 2.9 cm. Although the mass did not demonstrated increased vascularity the possibility of an ectopic pregnancy is not excluded. These findings were discussed with dr. Ginger budd at the time of the dictation.; on (B)(6) 2007: impression: 3.5 mm round, cystic structure within the endometrial canal.; on (B)(6) 2014: impression: small hypo attenuated lesion in the fundal anterior uterus likely a fibroid. Mild amount of free fluid. Normal endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, dyspareunia, headache. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs+mr received: lot no. Was added. Patient's demographics were added. Reporters were added. Case become valid since injury nos replaced by new specified events;night sweats, hair changes, mood swings, weight fluctuations, fatigue,vaginal bleeding , menorrhagia, nausea, dysmenorrhea, dyspareunia, abdominal pain, migraines, headaches, streptococcal infection, lower abdomen pain, ectopic pregnancy, device ineffective, abdominal pain upper, device monitoring procedure not performed. Concomitant conditions & drugs were added. Medical histories were added. Lab tests were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 35-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's medical history included multigravida, parity 2 (date of deliveries: (B)(6) 2001, (B)(6) 2003.), pelvic pain, hypothyroidism, pulmonary embolism, uti, fever, right lower quadrant pain, anorexia, epigastric pain, ovarian cyst, ovarian pain, appendicitis, cholecystitis, diverticulitis, gastroenteritis, ovarian torsion, pancreatitis, urinary tract infection, clotting disorder, back pain, uterine fibroid, dysuria, suprapubic pain, vaginal pain, uterine bleeding, heartburn, cold intolerance, depression, brittle hair, brittle nails, palpitations, endometriosis and removal of kidney stone. Previously administered products included for an unreported indication: yaz, yasmin, minastrin, nuvaring and gianvi. Concurrent conditions included bruising, difficulty breathing, shortness of breath, chest pain, perineal pain and tachycardia. Family history included cancer of ovary, uterine cancer (mother: uterine cancer), kidney stone (father: kidney stone), fibroids and breast cancer. Concomitant products included spironolactone, tramadol and warfarin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain lower ("lower abdomen pain"), headache ("headaches"), night sweats ("hormonal changes describe: night sweats, hair changes"), hair disorder ("hormonal changes describe: night sweats, hair changes"), mood swings ("mood swings"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), beta haemolytic streptococcal infection ("infection(bladder\urinary tract\ vaginal) type strep-b") and the second episode of abdominal pain lower ("lower abdomen pain, mainly righrt side"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, headache, night sweats, hair disorder, mood swings, weight fluctuation, fatigue, nausea, migraine, beta haemolytic streptococcal infection and the last episode of abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered beta haemolytic streptococcal infection, dysmenorrhoea, dyspareunia, ectopic pregnancy, fatigue, hair disorder, headache, menorrhagia, migraine, mood swings, nausea, night sweats, vaginal haemorrhage, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: there was 1 coil present outside the tubal ostium on the right and the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: impression: 1. Normal appendix. 2. There is free fluid in the pelvis with a probably right adnexal cyst. Recommend correlation with phase of menstrual cycle.; on (B)(6) 2010: impression: 1. Normal appendix. 2. Probable 1.3 cm right ovarian cyst and small amount of pelvic fluid possibly secondary to a ruptured cyst. 3. Pelvic varices which could indicate pelvic congestion syndrome. 4. Right right nephrolithiasis. Ultrasound pelvis - on (B)(6) 2008: impression: a pregnancy of approximately 7 weeks. Estimated date of delivery is (B)(6) 2008. This report was called to the primary physician.; on (B)(6) 2014: result: was notable only for a small 1 x 0.7 cm fibroid (normal small uterus, thin ems 2.5 mm, normal ovaries.). Ultrasound scan vagina - on (B)(6) 2007: impression: there is a 9 mm gestational sac or pseudo gestational sac in the endometrial cavity. No yolk sac or fetal pole was identified. There is questionable heterogeneous soft tissue adjacent to the right ovary which could represent a mass measuring 3 x 3.6 x 2.9 cm. Although the mass did not demonstrated increased vascularity the possibility of an ectopic pregnancy is not excluded. These findings were discussed with dr. Ginger budd at the time of the dictation.; on (B)(6) 2007: impression: 3.5 mm round, cystic structure within the endometrial canal.; on (B)(6) 2014: impression: 1. Small hypo attenuated lesion in the fundal anterior uterus likely a fibroid. 2. Mild amount of free fluid. 3. Normal endometrium. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, dyspareunia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.